Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a warning to check the shock lead. The local boston scientific field representative could not find the out of range measurement. Technical services discussed extending the alert to 150 ohms as the lead was a single coil lead. The system will continue to be monitored. There were no adverse patient effects reported.